Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the hose was torn on the motor device. During service and evaluation, it was observed that the motor device had a damaged component: hole/cut in hose. It was noted that the hose pipe was damaged and torn in the middle, the coupling was damaged, and the control has a crack. The coupling was opened and could be rotated. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, cutter lock assessment, and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.